Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The short axis of the valve was measured at 22.6mm and the long axis was measured at 28mm. The perimeter of the annulus was measured at 80.3mm and the area was 503.3mm^2. A pre-implantation balloon-aortic valvuloplasty (bav) was performed with a non-abbott balloon due to severe calcification. During implant it was observed that the device moved deeper than the target position. The device was re-sheathed 2 times. The starting implant depth was 5mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The device migrated to 16mm from the ncc and 16mm from the lcc. The device was re-sheathed and a second pre-bav was performed. Another deployment attempt was made, however the device migrated deeper. The device and delivery system were removed from the patient and replaced with a new 27mm navitor transcatheter aortic valve and large flexnav delivery system. A third pre-bav was performed prior to the advancing the delivery system and valve. During deployment it was observed that the device migrated to 16mm from the ncc and 16mm from the lcc. The decision was made to removed the device and implant a non-abbott valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of positioning problem was reported. It was reported that after four re-sheath attempts, the 29 mm navitor was replaced with 27 mm navitor valve. Please note that per the instructions for use, "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Full procedural imaging was provided and reviewed. "The images showed multiple deployment attempts in which the starting position was 3-5 mm below the annulus and the position at 80% deployment was much deeper. The deployment attempts appeared to have a better result of 3-5 mm depth at 80% deployment in the cine showing the deployment; however, in the next frame, the valve was deeper. In general, it was observed that there was a large amount of calcium ~1 cm above the annulus, which was atypical. It was possible that this area of calcium interacted with the valve as it was deploying, pushing it deeper." Based on the information received, the cause of the reported incident could not be conclusively determined, however is possibly related to large amount of calcium above the annulus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.